Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited noise and decreased pacing impedance measurements. Pacing impedance measurements were reported to be 400 ohms in unipolar configuration, and 150 ohms in bipolar configuration. The lead safety switch (lss) feature was observed to have activated over a year ago. Additionally, it was noted that the lead exhibited increased threshold measurements, beginning approximately fourteen months ago. It was noted that the patient was lost to follow up. Boston scientific technical services (ts) discussed revising the lead. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.